Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that an ophthalmic console would not exhibit the fluid flow function before the surgery. The details of the procedure were not provided. The was no patient health impact.